Event description:
It was reported that when connected to ac the device switched to battery mode. After 2 minutes, the device then shut off. No health consequences for the patient were reported.

Manufacturer narrative:
The cockpit of the affected device was sent it for factory repair and the log files were secured for further investigation. Analysis of the logfile revealed a single cockpit restart at the reported time of event on october 31st at 7:47 am, while the unit was in standby mode with no active ventilation. The infinity acs workstation cc consists of two main parts which operate mostly independent of each other. The ventilation unit v500 performs the ventilation and the cockpit c500 is the main display and allows for user input. Based on the analysis of the log file a shutdown of the device could not be confirmed. Further restarts could be identified around the date of event. Each cockpit restarts lasted less than a minute and the cockpit was fully functional afterwards. As cause for the cockpit restarts a faulty cockpit hard disk drive could be identified. The hard disk drive was replaced by the dräger service and the device was confirmed to be operating as per manufacturer´s specification. A faulty cockpit hard disk drive has only effects for the cockpit and not the ventilation. If the device detects a deviation concerning the cockpit, a restart will be triggered in order to reset the micro processing system to a specified state. The ventilation performed by the ventilation unit is not affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the restart, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The device behaved as specified. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.

Event description:
It was reported that when connected to ac the device switched to battery mode. After 2 minutes, the device then shut off. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.